Manufacturer narrative:
The customer reported event of autopulse platform system (sn (B)(4)) displayed ua45 (not at "home" position after power-on/restart ) error message was confirmed per archive data, but it could not be replicated during functional test. The most probable root cause was due to user error. During visual inspection, the encoder drive shaft did not rotate smoothly, it exhibited binding and resistance. Unrelated to the customer reported event, one of the top's cover wire strand was also found to be cut/damaged. The autopulse platform system is a reusable device and it was manufactured on 3/13/2008 which is more than 11 years old and it has exceed its service life of 5 years. Therefore, this type of damage found during functional test is characteristic of normal wear and tear for the life of the device. During functional test, the autopulse platform system passed the initial functional test without any error fault. Per review of the review of the archive data, user advisory (ua) 45 error message was noted multiple times on the reported event date of (B)(6) 2019, confirming the customer's complaint. The encoder drive shaft was not within the normally acceptable range when the autopulse platform was powered on. Performed rotating the driveshaft to the home position using the administrative menu. This action will move the driveshaft to its home position. Per the autopulse platform system user guide instruction, the operator would need to pull up the lifeband until the chest bands are fully extended to clear (ua) 45. The user advisory would persist until the driveshaft is returned to its home position. Unrelated to the customer report event, the load cell characterization indicated load cell module 2 was not functioning properly. The load cell module 2 was replaced to correct this issue. Following the service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Historical complaints were reviewed for service information related to the reported complaint and there were two similar complaints found for autopulse platform system (sn (B)(4)): (B)(4) reported on 1/05/2017 and ccr 32026 reported on 7/28/2017. The driveshaft was rotated to "home" position to remedy both complaints. Per review of the medical safety assessment, the death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, while attempting to use the autopulse platform system on a (B)(6) male patient, the autopulse platform displayed error message. The crew immediately switched to manual CPR, but the patient did not survive the episode. Patient expired. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR.

Event description:
It was reported that while attempting to use the autopulse platform system on a (B)(6)male patient, the autopulse platform displayed ua45 (not at "home" position after power-on/restart ) error message. The crew immediately switched to manual CPR, but the patient did not survive the episode. The autopulse platform system was not use on the patient.